Event description:
The customer reported that the buttons were unresponsive and the insulin pump alarmed button error. The blood glucose reading was 101 mg/dl. The caller stated that the numbers were not ramping on their own, and the scroll bar was not moving up or down without input from the customer. The customer stated that the minutes did not change. The battery was changed, but the frozen display continued with no advancement of the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.